Manufacturer narrative:
Concomitant medical products: 4196 lead implanted: (B)(6) 2010; 6947 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited irregular and inconsistent impedance on both defibrillation coils as seen through the cardiac resynchronization therapy defibrillator (crt-d), possibly due to impending fracture. The crt-d was explanted and replaced. Multiple impedance measurements were taken through the new device and were within normal limits. The physician requested confirmation of a header issue with the replaced device. It was also reported that rising impedance was observed on the right atrial (ra) lead. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.